Event description:
It was reported that prior to implant attempt with the device still in the box, it could not complete interrogation with the following error message "unable to interrogate diagnostics." It was also reported that the programmer was turned off and on, upon a second interrogation, got the same message. It was further reported that the device had been provided from another rep location and it had a patient name inserted from a previous pre-implant setup. Therefore, the device was not used and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.